Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
We received a user report via notification from the department of health and human services. The user report stated the following: it was reported by the f.d.a. That the customer reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose in the 30 mg/dl range at the time of the incident. The customer was most likely wearing the insulin pump during the incident. The customer stated that the pump was over delivering due to inaccurate sensor readings. Troubleshooting was not completed as the customer had previously called medtronic. The customer also complained about the short length of their pump training, the inaccuracy of the sensors which led to inaccurate insulin delivery, and the long wait times to reach medtronic. The customer requested the f.d.a to look into the effectiveness of the pump. The insulin pump was returned for analysis.